Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance that triggered a lead safety switch (lss). Additionally, there were minute ventilation (mv) artifacts that triggered a signal artifact monitor (sam) episode. A device replacement is planned for this patient. The lead remains in use. No adverse patient effects were reported. Subsequently, the lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance that triggered a lead safety switch (lss). Additionally, there were minute ventilation (mv) artifacts that triggered a signal artifact monitor (sam) episode. A device replacement is planned for this patient. The lead remains in use. No adverse patient effects were reported.